Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the emr was getting strips with the incorrect timestamps. They said they were about 10 hours behind. The central nurse's station (cns) showed a strip that was taken at 11:54 am (B)(6) 2020 and the emr it shows it at 21:54 on (B)(6) 2020. The cns and bedsides displayed the correct time, only their emr is showing the incorrect time. When nihon kohden technical support (nkts) was discussing doing a software upgrade to correct the time discrepancy issue, the customer mentioned that when rebooting the cns to try to resolve this issue, the cns software would not automatically reboot as it should. The issue with the emr getting the incorrect timestamps is not a reportable issue as the reported failure would not prevent patient data from being visible on the cns, nor did it affect real time monitoring and prevent alarms from being exhibited when alarms limits are breached. However, if the cns software did not automatically reboot when patients were being monitored, this could cause a patient event to be missed. No patient harm was reported. The customer sent this unit in for a repair. Service requested / performed: evaluation / repair: on 05/01/2020, the nihon kohden america repair center (nka rc) noticed no physical damage. Upon rc evaluation, the reported problem was duplicated. On 05/04/2020, the nka rc replaced both hard drives, #9000006111a, with sw ver 05-13, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 03/31/2021. Investigation summary: the root cause of the issue is determined to be hard drive failure. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drives replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for five years with no history of hdd replacement, and hard drive degradation is most likely the cause of the device failure. The overall risk of this event is high. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on the rationale provided in hha 20-001. The problem does not warrant/require a CAPA.

Event description:
The biomedical engineer (bme) reported that the emr was getting strips with the incorrect timestamps. They said they were about 10 hours behind. The central nurse's station (cns) showed a strip that was taken at 11:54 am (B)(6) 2020 and the emr it shows it at 21:54 on (B)(6) 2020. The cns and bedsides displayed the correct time, only their emr is showing the incorrect time. When nihon kohden technical support (nkts) was discussing doing a software upgrade to correct the time discrepancy issue, the customer mentioned that when rebooting the cns to try to resolve this issue, the cns software would not automatically reboot as it should. The issue with the emr getting the incorrect timestamps is not a reportable issue as the reported failure would not prevent patient data from being visible on the cns, nor did it affect real time monitoring and prevent alarms from being exhibited when alarms limits are breached. However, if the cns software did not automatically reboot when patients were being monitored, this could cause a patient event to be missed. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the the emr is getting strips with the incorrect timestamps. They said they are about 10 hours behind. The central nurse's station (cns) shows a strip that was taken at 11:54 am (B)(6) 2020 and the emr it shows it at 21:54 on (B)(6) 2020. The cns and bedsides show the correct time, only their emr is showing the incorrect time. When nihon kohden technical support was discussing doing a software upgrade to correct the time discrepancy issue, the customer also mentioned that when they rebooted the cns to try to resolve this issue, the cns software would not auto start. The issue with the emr getting the incorrect timestamps is not a reportable issue as the reported failure would not prevent patient data from being visible on the cns, nor did it affect real time monitoring and prevent alarms from being exhibited when alarms limits is breached. However, if the cns software would not auto start when patients were being monitored, this could cause a patient event to be missed. As the bme was not sure if there were patients being monitored, when this happened, to err on the side of caution, this issue has been reported. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the emr is getting strips with the incorrect timestamps. They said they are about 10 hours behind. The central nurse's station (cns) shows a strip that was taken at 11:54 am (B)(6) 2020 and the emr it shows it at 21:54 on (B)(6) 2020. The cns and bedsides show the correct time, only their emr is showing the incorrect time. When nihon kohden technical support was discussing doing a software upgrade to correct the time discrepancy issue, the customer also mentioned that when they rebooted the cns to try to resolve this issue, the cns software would not auto start. The issue with the emr getting the incorrect timestamps is not a reportable issue as the reported failure would not prevent patient data from being visible on the cns, nor did it affect real time monitoring and prevent alarms from being exhibited when alarms limits is breached. However, if the cns software would not auto start when patients were being monitored, this could cause a patient event to be missed. As the bme was not sure if there were patients being monitored, when this happened, to err on the side of caution, this issue has been reported. No patient harm reported.